Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and right atrial (ra) lead exhibited pauses. The ra lead also exhibited undersensing and no pacing. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.